Manufacturer narrative:
(B)(4).

Event description:
The device was explanted on (B)(6) 2015 and will be returned for evaluation.

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that multiple error messages were displayed on the programmer when the pump was inquired. The medication was removed from the pump reservoir and it was observed that the reservoir volume was higher than expected. The device remains implanted in the patient.